Event description:
This case is issued from a publication in which nine other cases were reported: (B)(4). This unsolicited literature device was identified on 3/1/2012 via an article bachmann f, erdmann r, hartmann v, becker-wegerich p, wiest l, rzany b. Adverse reactions caused by consecutive injections of different fillers in the same facial region: risk assessment based on the results from the injectable filler safety study. Journal of the european academy of dermatology and venereology 2011; 25: 902 - 912. This case was published in an article which described a study to describe the risk of adverse reactions in this cohort for pts consecutively treated with different fillers in the same facial area. This device case concerns a female pt of unspecified age (pt 2) who developed abscess formation and nodule, both on upper lip whilst being treated with poly-l-lactic acid (sculptra) and hyaluronic acid, both used as fillers. On unk dates, the pt received injections of hyaluronic and poly-l-lactic acid, both on the upper lip. Sixty-one months after the first administration of hyaluronic acid injection, 50 months after the second administration of hyaluronic acid injection and 9 months after the poly-l-lactic acid injection, she experienced abscess formation and nodule, both on upper lip. The outcome of abscess formation on upper lip and nodule on upper lip was not reported. No medical history, concomitant medications or past drugs were reported. The author assessed poly-l-lactic acid as most likely product for the event of abscess formation and upper lip nodules and the contribution of hyaluronic acid was considered as unlikely because of the long latency period of greater than 24 months. The author concluded that the pt was attributable to the adverse reactions because of the time between injection and onset of the adverse reaction seen in the pt.

Manufacturer narrative:
Pharmacovigilance comment: sanofi-aventis company comment dated 3/14/2012: this device concerns a female pt of unspecified age who developed abscess formation and nodule, both on upper lip whilst being treated with poly-l-lactic acid (sculptra) and hyaluronic acid, both used as fillers. Based on the drug-event temporal relationship the causal role of sculptra cannot be excluded for the event of abscess while for the hyaluronic acid the reporter assessed the causality as unlikely.